Event description:
The screen went black while in use. The manufacturer service department found pcba board was bad. They replaced the board and sent it back to me. I received the monitor back and had the same problem: blank screen. So I resent the monitor back to carefusion for further evaluation. They found no issues. When the display was returned to the hospital an in-house evaluation was performed. I put the monitor on a different avea ventilator and the screen was working. I found out that a fuse had blown on the board that drives the display inside of the ventilator. Once I replaced the fuse everything checked out fine.